Event description:
It was reported "the patient was admitted with leukemia and received drug chemotherapy. At 13:56 on (B)(6) 2023, when the nurse was preparing to use the central venous catheter with peripheral cannula for deep vein catheters for chemotherapy treatment, she found that the front section of the guide wire was disintegrated and catheters could not be inserted. She immediately replaced another central venous catheter of the same model and completed the operation without causing adverse consequences to the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.